Manufacturer narrative:
Philips service reinstalled the l-arm rotation cover and secured the safety chain with a tie wrap. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the z rotation cover fell off during use and the safety chain was defective on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.